Event description:
Reported as an aneurism of the band.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan as not received the product at this time. Therefore no analysis or testing has been done. Further information from the reporter regarding serial number has been requested. Device labeling instructs surgeons to "inspect the inflatable portion of the band for uneven inflations or leaks" prior to product placement. A possible cause of the event includes over inflation of the band with sterile saline. The exact cause of the event cannot be determined.